Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 21-dec-2017 with the following findings: the rewind, load cartridge and prime steps were performed successfully with no alarms. A prime issue was not duplicated during the investigation. Multiple loss of prime warnings eaw 162 were observed in the black box but they were related to occlusion alarms or a non-primed pump. Force calibration was within specification. The pump was exercised for 24 hours with no alarms or prime issue occurring. Unrelated to the original complaint, the battery compartment was cracked from the case seal traveling to the grip pad.